Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08801 inches. No delivery anomalies or unexpected insulin flow blocked alarms noted. Device received with the insulin flow blocked alarm functioning properly. Device received with the resume basal alert functioning properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not gave no delivery alarm and they deliver bolus but blood glucose value did not decrease. Customer stated they experienced high blood glucose level and was treated with insulin pump and pen. Customer was performed self test and high pressure test and it was failed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.